Event description:
It was reported in a journal article that 3 patients within the posterior approach group experienced wound discharge. No further discussion or information regarding intervention or outcome was provided. Attempts have been made and additional information on the reported event is unavailable at this time. Https://doi.org/10.1016/j.jcot.2022.101924.

Manufacturer narrative:
(B)(4). Report source: foreign: india. Source: journal article: the direct anterior approach without traction table: how does it compare with the posterior approach? E a prospective non-randomised trial. Tarun goyal, arghya kundu choudhury, souvik paul, lakshmana das, tushar gupta. Journal of clinical orthopaedics and trauma: https://doi.org/10.1016/j.jcot.2022.101924 the device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02372, 0001822565-2022-02375, 0001822565-2022-02376.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression wound concerns or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.